Manufacturer narrative:
Complaint investigation confirmed a deficiency where instances of reaction vessel (rv) ejection failures (also known as rv popping) were observed in the field after execution of technical service bulletin (tsb) tsb 640-060 [001] procedure to lower the amp-detect clamp height and update the amp-detect personality. Urgent field safety notice / field correction recall (fa-am-dec2021-264v2) was issued on february 11, 2022 and a technical service bulletin was issued on february 18, 2022 to address this issue. It was deemed reportable per 21cfr 806 and therefore reportable under 21cfr803. This action was communicated to the FDA on february 14, 2022. The following mdrs were also reported as related to fa-am-dec2021-264v2 (511-risk): 3005248192-2022-00220, 3005248192-2022-00222, 3005248192-2022-00223, 3005248192-2022-00224, 3005248192-2022-00225, 3005248192-2022-00226, 3005248192-2022-00227, 3005248192-2022-00228, 3005248192-2022-00233, 3005248192-2022-00234, 3005248192-2022-00235, 3005248192-2022-00236, 3005248192-2022-00237, 3005248192-2022-00238, 3005248192-2022-00239, 3005248192-2022-00240, 3005248192-2022-00241, 3005248192-2022-00242, 3005248192-2022-00243, 3005248192-2022-00244, 3005248192-2022-00247, 3005248192-2022-00248, 3005248192-2022-00249, 3005248192-2022-00250, 3005248192-2022-00251, 3005248192-2022-00252, 3005248192-2022-00254, 3005248192-2022-00253, 3005248192-2022-00255, 3005248192-2022-00256, 3005248192-2022-00257, 3005248192-2022-00258, 3005248192-2022-00259, 3005248192-2022-00260, 3005248192-2022-00261, 3005248192-2022-00262, 3005248192-2022-00263, 3005248192-2022-00289, 3005248192-2022-00290, 3005248192-2022-00291, 3005248192-2022-00292, 3005248192-2022-00293, 3005248192-2022-00294, 3005248192-2022-00295, 3005248192-2022-00296, 3005248192-2022-00297, 3005248192-2022-00298, 3005248192-2022-00308, 3005248192-2022-00309, 3005248192-2022-00310, 3005248192-2022-00311, 3005248192-2022-00312, 3005248192-2022-00317, 3005248192-2022-00319, 3005248192-2022-00320, 3005248192-2022-00321, 3005248192-2022-00322, 3005248192-2022-00323, 3005248192-2022-00324, 3005248192-2022-00325, 3005248192-2022-00326, 3005248192-2022-00327, 3005248192-2022-00329, 3005248192-2022-00330, 3005248192-2022-00331, 3005248192-2022-00332, 3005248192-2022-00333, 3005248192-2022-00334, 3005248192-2022-00335, 3005248192-2022-00340, 3005248192-2022-00342, 3005248192-2022-00344, 3005248192-2022-00346, 3005248192-2022-00348, 3005248192-2022-00349, 3005248192-2022-00350, and 3005248192-2022-00352.

Event description:
Complaint ticket documents customer reports related to amplification detection unit (adu), and reaction vessels (rv) ejection failures (also known as popping rv's) after installation of the technical service bulletin (tsb) 640-060 [001] procedure to lower the amp-detect clamp height and update the amp-detect personality, on an alinity m system, ln 08n53-02. This complaint was linked to a previously conducted investigation which confirmed a product deficiency for the alinity m system, ln 08n53-02, and for the tsb 640-060 [001].

Event description:
Additional information provided by the customer stated the samples were a batch of respiratory swabs sent in as part of pre-operative screening. The reanalysis was triggered by one of the results being related to an upcoming surgery, which was then retested on alinity m and came out negative. Due to this, the customer more closely evaluated the curves obtained on their m2000rt and encountered "jagged fluorescent signal with very low fluorescence" that did not look like real positive results. As a consequence, the customer retested all 21 positives of the m2000rt plate and they all were negative on alinity. The positive results obtained by the lab were communicated to the doctors on 19th october, and then amended to negative following the alinity analysis on 22nd october. No impact to patient management has been declared as a consequence, as the upcoming surgical procedure was not compromised in the end.

Manufacturer narrative:
B5 was updated with additional clarifying information provided by the customer. Investigation into this complaint included a customer data review, a quality data review and a complaint history review. Investigation is summarized as follows: customer data review customer results logs were reviewed. The run which involved the discrepant results was valid and met assay specification requirements. There were neither error codes nor flags associated with the controls. There is no indication that the abbott realtime sars-cov-2 amplification reagent kit (list 09n77-090) lot 516421 is performing outside of established design performance specifications. The amplification curves for the discrepant results were reviewed. The samples described in the ticket were reported as positive. The target amplification curves for the samples are noisy and do not exhibit the typical, sigmoidal shape. Documented in ticket (B)(4), the m2000rt instrument system (sn (B)(6)) had a faulty halogen lamp that led to the noisy curves thus resulting in the discrepant results. The faulty halogen lamp has been replaced and the customer is now currently running on the most current application specification file for m2000 sars-cov-2. The issue has therefore been resolved. Quality data review device history record (DHR) / batch record review: the device history records (DHR) review for abbott realtime sars-cov-2 amplification reagent kit (list 09n77-090) lot 516421 (including its components) was performed. The manufacturing packets were reviewed to identify any issues related to the reported complaint during production of the lot components. No issues were identified. No issues were found during quality control (qc) testing. The products passed quality specifications at the time of release. CAPA / non-conformance review: the CAPA review for abbott realtime sars-cov-2 amplification reagent kit (list 09n77-090) lot 516421 (including its components) was performed to identify any internal or post-production use issues related to the reported complaint and lot numbers. The search did not identify any records related to the reported issue for these lot numbers. Complaint history review a lot specific complaint review was performed to identify any similar complaints to the ticket being investigated, which reported discrepant results while using abbott realtime sars-cov-2 amplification reagent kit (list 09n77-090) lot 516421. The lot specific complaint history review for abbott realtime sars-cov-2 amplification reagent kit (list 09n77-090) lot 516421 did not identify any additional complaint related to discrepant results. Based on the results of the investigation elements, a product deficiency for the abbott realtime sars-cov-2 amplification reagent kit (list 09n77-090) lot 516421 was not identified. As this complaint investigation indicates the customer's observations were tied to a faulty halogen lamp that led to the noisy curves thus resulting in the discrepant results, an additional MDR will be submitted against the m2000rt instrument, list number 9k15-01. MDR reference 3005248192-2022-00732.